Event description:
This bipolar cord stopped working during surgery. There was no power. Cataract surgery was being performed and the surgery was delayed 2 minutes. There was no pt problems. A backup cord was used to continue with the surgery.